Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly as the pump remained dimpled after being pressed. Doctors and nurses tried several times following known procedures in the hospital, but the device did not work as expected. Two weeks later, a replacement surgery was performed with no patient complications.

Event description:
It was reported that the patient went to the hospital because the inflatable penile prosthesis (ipp) was not working properly as the pump remained dimpled after being pressed. Doctors and nurses tried several times following known procedures in the hospital, but the device did not work as expected. Two weeks later, a replacement surgery was performed with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these ams700 momentary squeeze (ms) pump, reservoir and cylinders underwent a thorough analysis. The components were visually and microscopically examined, and functionally tested. No anomalies were found with the cylinders and reservoir, but the pump did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical issues and pump dimpled.